Event description:
The event is reported as: circuit not passing ventilator leak test. No patient injury reported.

Manufacturer narrative:
Product has been received by MFR, but investigation report is incomplete at this time. A f/u investigation report will be sent when completed.